Manufacturer narrative:
We received two catheter pieces for evaluation and investigation. One of the pieces was the distal end (infusion segment) and other piece was the mid-body of the catheter. We did not receive the proximal side of the catheter. We measured the received pieces and found that the mid-body was 14.75 and distal end (infusion segment) 3 inches. The mid-body piece towards the distal side was cut possibly by a sharp object, and the other side broke off approximately 3 inches from the distal end (infusion segment). Visual examination showed that the mid-body of the catheter was overstretched. The device directions for use (dfu) states: "if resistance is encountered or the catheter stretches, stop. Continued pulling could break the catheter. It is advisable to wait 30-60 minutes and try again. The patient's body movements may relieve the catheter to allow easier removal", "do not cut or forcefully remove the catheter", "do not apply additional tension if the catheter begins to stretch". In addition, a review of complaint lot history showed that this is the only catheter break incident. Based on the catheter evaluation and information stated in the dfu, the technique used during the removal of the catheter may have contributed to the reported incident.

Event description:
Seven (7) days post left shoulder scope with lateral repair, performed in 2005, the catheter broke in the patient while being removed. An approximate 2 cm segment remained in the patient. The segment was removed the same day via arthroscopy. The patient is in excellent condition with no further treatment after segment was removed.